Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20mar2020.

Event description:
It was reported that the ventilator was plugged in to alternate current (ac) the battery light emitting diode (led) was yellow. There was no patient involvement.